Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that on multiple instances their device would not power on when prompted. The device user advised that if the batteries were removed, then reinserted, the device would eventually power on. There were no reports of patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that on multiple instances their device would not power on when prompted. The device user advised that if the batteries were removed, then reinserted, the device would eventually power on. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
Follow-up information: the device was not returned to physio-control. A third-party service agent evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that on multiple instances their device would not power on when prompted. The device user advised that if the batteries were removed, then reinserted, the device would eventually power on. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).